Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and the absorbable strap was used. It was reported that seven shots are fired and then runs out of strap. It was reported that the surgery was delayed due to the event. It was also reported that the procedure was successfully completed. Upon evaluation of the returned sample it was found that the device was returned without the cannula cap. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned without the cannula cap. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 0 straps were found inside cannula shaft. One possible cause for the damage found on the cannula cap due to excessive forces applied to the device during use. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.